Event description:
It was reported that balloon profile problem occurred. The target lesion was located in a "very long" moderately tortuous and severely calcified right coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced to dilate the lesion. The complaint device was initially inflated at the distal portion of the lesion, at 6 atmospheres then at 8 atmospheres. The physician then positioned the balloon more proximal and inflated at 14 atmospheres. At that pressure, they noticed an asymmetric shape characterized by a longer length measuring about 25mm outside the marker bands. The device was retrieved intact and was exchanged with a 2.50mm x 15mm emerge balloon catheter and dilation was performed with no problem. The physician proceeded with another lesion at the left circumflex artery and selected the previously used 2.50mm x 20mm emerge balloon catheter to dilate the lesion. The balloon was inflated at 12 atmospheres and the problem persisted with an "asymmetric balloon shape" characterized by a longer length measure outside the marker bands. The device was again retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age a time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).